Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "with 7 trays, femoral sizing & finishing, the protective film in the tray comes off the holder. When washing the instruments and the tray, residues were found." The product was not returned to depuy synthes, however photos were provided for review. Attachments (B)(4) attune femur 1, (B)(4) attune femur 2, (B)(4) attune femur 3, (B)(4) attune femur 4, (B)(4) attune femur 5, (B)(4) attune femur 6, (B)(4) attune femur 7. The photo investigation revealed that '254501703, attune fem sizing & finish¿ had peeling coating. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fem sizing & finish would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the protective film in the tray comes off the holder. The tray residues were found when washing the instruments.